Manufacturer narrative:
Results: two (2) samples were returned in addition to photos. One tube had no spray coating in it while the other did. 100 retention samples were examined. All appeared to contain the correct amount of additive. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5300684. Conclusion: the customer's indicated failure was confirmed. Possible root causes include, plugged nozzle, air pressure failure, air bubble in the line and kinked line. The vision system camera for the system was challenged and was working as intended.

Event description:
It was reported that a bd vacutainer® k2edta tube had no additive in a tube. No injury or medical intervention reported.